Event description:
It was reported that the patient underwent surgery on (B)(6) 2013. It was reported that during the surgery the physician dissected down to the nerve and found that normal fibrosis had formed; however, the physician explained to the patient's family that if there was too much fibrosis he would not feel comfortable completing the revision. The physician indicated that due to the patient's anatomy there was not enough room above or below the electrodes to place another lead on the patient's nerve. The physician decided that he will refer the patient to a surgeon who is comfortable removing the electrodes from the patient's nerve since there isn't enough room to place a new lead at this point. The generator analysis was completed on (B)(4) 2013. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that not abnormal performance or any other type of adverse condition was found.

Event description:
During prophylactic generator replacement, device diagnostic testing with the new generator attached to the existing lead resulted in low impedance (less than 600 ohms). The surgeon indicated that the lead pin was reinserted multiple times with the same diagnostic results. The new generator was disconnected from the existing lead and generator diagnostics were performed on the new generator which were within normal limits. The surgeon indicated that he would not replace the lead at this time. The patient was closed with the intent for a later surgery. Clinic notes dated (B)(6) 2013 noted that the device was tested on that day and was reportedly "still functioning", but the exact diagnostic results were not provided in the notes. An implant card was received which confirmed the generator was replaced on (B)(6) 2013 for prophylactic reasons. The lead impedance was not marked. Further follow-up revealed that the patient is scheduled for full vns system replacement. A new generator will be placed to accommodate the new single pin lead that will be implanted. Surgery is scheduled; however, has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's family has decided to hold off on surgery at this time. The surgeon considered the fibrosis to be a normal amount.